Manufacturer narrative:
Communicated via social media, the patient reports that the bones are misaligned. Based on discussions with her surgeon, she reports that the surgeon is not concerned and implied does not have plans for revision. Patient located in bay area; due to numerous surgeons using minibunion in area, identification of surgeon was not completed.

Event description:
Communicated via social media, the patient reports that the bones are misaligned. Based on discussions with her surgeon, she reports that the surgeon is not concerned and implied does not have plans for revision. Patient located in bay area; due to numerous surgeons using minibunion in area, identification of surgeon was not completed.